Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings.

Event description:
The physician reports that, the crystalens haptics tore while advancing the lens from the staar surgical lens injector system. Intervention was performed intraoperatively, to enlarge the original incision, remove the damaged iol, and suture the wound. A second crystalens was implanted successfully. The physician attributed the event to improper loading of the cartridge.